Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks leading to exhaustion of tachycardia therapy. Review of the stored episode noted the patient was in ventricular tachycardia (vt) or supraventricular tachycardia (svt) at a rate 150 beats per minute (bpm). T-wave oversensing occurred and resulted in the inappropriate shock therapy. The episodes were simulated by engineers using the programmed settings of this device and the template that was in effect at the time the episodes occurred. With the field settings, the simulation replicated some oversensing similar to the stored episodes, however, the oversensing during simulation did not result in shock therapy. Simulating with lower rate thresholds and with the smartpass feature off, did not have an appreciable effect on sensing or episode outcome. The rate was suspected to be related to potential medications or patient condition. The local field representative discussed that the patient has a known vt at 150 bpm and may potentially need a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks leading to exhaustion of tachycardia therapy. Review of the stored episode noted the patient was in ventricular tachycardia (vt) or supraventricular tachycardia (svt) at a rate 150 beats per minute (bpm). T-wave oversensing occurred and resulted in the inappropriate shock therapy. The episodes were simulated by engineers using the programmed settings of this device and the template that was in effect at the time the episodes occurred. With the field settings, the simulation replicated some oversensing similar to the stored episodes, however, the oversensing during simulation did not result in shock therapy. Simulating with lower rate thresholds and with the smartpass feature off, did not have an appreciable effect on sensing or episode outcome. The rate was suspected to be related to potential medications or patient condition. The local field representative discussed that the patient has a known vt at 150 bpm and may potentially need a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service. It was reported that this device was programmed off due to the inappropriate shock therapy.